Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The "up arrow" button was nonresponsive. The customer's blood glucose level was 120 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to flattened up and down buttons dome switch. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and stained and cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.